Manufacturer narrative:
H6: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the access pre pump line was disconnected. There was a non-homogenous mark of solvent on the tubing which suggested the disconnection was due to lack of solvent application during manufacturing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed in a prismaflex m100 set. The event occurred when the set was being connected to the patient and the connection closest to the access line became loose and detached resulting in an unspecified volume of blood loss. The filter was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.